Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm when alarm limits were breached. The unit was able to measure spo2 and pulse rate within specifications. The device was disassembled and foreign contamination was found on the touchscreen flex circuitry. The touchscreen barcode was also not machine readable because it was defective. Customer complaint was not duplicated for inaccurate readings but was duplicated for unresponsive touchscreen. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported inaccurate readings against the spo2. No patient impact or consequences was reported.